Manufacturer narrative:
The device associated with this report was not returned. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event without device examination; however, previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Per communication with depuy engineering and the manufacturing supplier all product delivered no later than march 2010 is of the new design. Per the reported lot code, this instrument was manufactured in september 2008. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Post-op x-ray showed that the broken tip of a stem impactor had been left in the patient. It was not in a bad spot, so the surgeon decided not to retrieve it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.